Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer experienced an elevated blood glucose (bg) level greater than 500 mg/dl on multiple occasions. A correction bolus was delivered to address bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.